Event description:
It was reported that the end user was allegedly transferring from the bed into the motorized wheelchair and stepped onto the front foot plate, causing him to fall and fracture his right shoulder and dislocate right elbow.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user was not exercising caution by stepping on the front/foot area of unit, as warned against in the owner's manual.